Manufacturer narrative:
Additional, changed, and/or corrected data: b5; d6b; g2; h6

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "rupture confirmed via ultrasound" and "recall".

Event description:
Patient reported left side "I have to get replaced", "rupture confirmed via ultrasound" and "recall". Subsequently, patient reported a cyst on their chest. The event of "cyst" is not device related. Later, patient reported "bump". Device remains implanted.